Event description:
The surgeon was using the suture to close the fascia with a running stitch. The suture strand frayed. The surgeon reported that no instruments were used to handle the suture. No adverse pt consequences were reported.